Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Reportedly, the tubing was not pulled and the event occurred with multiple cartridges immediately out of the box. The customer's blood glucose (bg) level was 263 mg/dl and the bg level was addressed with a bolus. A new cartridge was successfully loaded to address the event.